Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: warnings & cautions: cautions as noted in the impella IFU ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings as noted in the impella IFU ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, eval this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was being implanted with an impella cp device for mechanical circulatory support. While attempting to advance the impella through the sheath, the patient¿s extremely tortuous iliac and aorta anatomy made it very difficult to advance the sheath and caused the 25-centimeter sheath to kink in two locations. The physician was able to successfully advance the sheath across the aortic valve, the left anterior descending stent was placed without complications and the hrpci procedure was successfully completed.